Event description:
Patient arrived in interventional radiology department for liver biopsy. Attending physician performing procedure. After obtaining the first sample with biopince biopsy gun, the physician had noticed that it was difficult to obtain sample and the tip of the device was slightly curved. No sample was obtained with the first device. At that point the biopsy device was exchanged for a new biopsy device and the procedure was completed without problems and all samples were sent to the lab. No harm was caused to patient.======================manufacturer response for full core biopsy instrument, biopince (per site reporter).======================as of this report, field rep is en route to pick up defective device.